Event description:
A malfunction alarm identified as "malf 9" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.